Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received 11 inappropriate shocks overnight the day after implant. The patient was mentioned to be psychologically traumatized as a result. Technical services (ts) reviewed the event and discussed there is a flatline wandering or very small r-waves of the primary vector. X-ray was performed and it showed the electrode very high, however, ts mentioned the position of the x-ray is not very adequate. Ts advised to perform another x-ray to verify the electrode position and connection and it was observed that the primary and alternate vectors present artifacts, however, the secondary vector does not show artifacts, which could be because of air entrapment at xyphoid site. It was advised to program the device off and monitor the patient for 48 hours as the air could be absorbed. The device remains programmed off at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received 11 inappropriate shocks overnight the day after implant. The patient was mentioned to be psychologically traumatized as a result. Technical services (ts) reviewed the event and discussed there is a flatline wandering or very small r-waves of the primary vector. X-ray was performed and it showed the electrode very high, however, ts mentioned the position of the x-ray is not very adequate. Ts advised to perform another x-ray to verify the electrode position and connection and it was observed that the primary and alternate vectors present artifacts, however, the secondary vector does not show artifacts, which could be because of air entrapment at xyphoid site. It was advised to program the device off and monitor the patient for 48 hours as the air could be absorbed. The device remains programmed off at this time. No additional adverse patient effects were reported.